Manufacturer narrative:
(B)(4). The product serial number was not provided therefore the device manufacture date is unknown at this time.

Event description:
It was reported that during patient use, a ventilator had a blank display. The display reset itself, and the ventilator continued to provide ventilation. There was no report of patient harm as a result of this event.